Manufacturer narrative:
The homechoice device has been requested from baxter technical services. The actual device involved has been replaced by another cycler.

Event description:
This case refers to a spontaneous report from a nurse made to the technical service of another country's baxter. Reportedly, a patient dialyzed with a baxter cycler 220v homechoice (hc) pro and didn't receive her last fill. In 2009, the patient woke up and found dialysate on the floor. The hc showed the message "end of treatment". In the evening when she connected to the hc to have her dialysis session, the hc alarmed and stopped because there was no dialysate. The patient was empty. According to the reporter, the patient has a cat that is very difficult to control that could have cut the line that led to the loss of the last fill. It is reported that when the patient went to a consultation, the hc card didn't show any issue. According to technical services, the nurse reported that the loss of dialysate and the absence of last fill were due to the cat that tore away the line. A few days after the reported event, the patient felt pain at the level of the shoulders. The following month, the nurse reported to the technical service that the hc was in priming and alarmed with a system error 2240 (air in line), then a system error 2265 (cascading alarm). The patient was treated with physioneal and extraneal 2l at the end to the cycle. It is also reported that the patient is now experiencing peritonitis. According to pharmacovigilance, the nurse reported that he patient experienced two germ-less peritonitis episodes.